Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-jun-2024. The device evaluation was completed on 01-jul-2024 the device was returned to biosense webster for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual inspection was performed and a hole was observed on the pebax surface. The magnetic feature was tested and no errors were observed. However, the screening test could not be performed due to the impedance was not displayed; an open circuit was found in the tip area. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issues reported by the customer was confirmed per the sleeve damage observed. The potential cause of the open circuit cannot be determined; however, this is not related to the force issue reported. The carto 3 instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The pebax damage could be related to the issue reported by the customer. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instructions for use contain the following warning: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿open circuit ¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported issues of ¿the force of the catheter¿ and ¿the force vector displayed on the carto inverted¿. In addition, the biosense webster, inc. Finding of a hole observed on the pebax surface. Manufacturers reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. During the procedure, there was a problem with the force of the catheter and the force vector displayed on the carto was inverted. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 01-jul-2024, observed a hole on the pebax surface. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on 01-jul-2024 and have assessed this returned condition as reportable.